Event description:
During an incident in 01 involving a patient in unwitnessed cardiac arrest, this defibrillator shut down, after the second analysis segment. The battery was replaced and again the defibrillator shut down. Als arrived and the patient was pronounced at a hospital.